Event description:
The customer contact reported the device did not deliver a dose when the patient pendant was pressed. The pump was returned to the biomedical department with an unsigned note that stated "pca will not deliver." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. The device was returned to the biomedical engineering with the patient pendant missing and a new patient pendant was connected to the pump. The device passed testing by delivering a dose when the patient pendant was pressed. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).